Manufacturer narrative:
Product analysis: the valve remains in the patient, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, when the valve was deployed at the optimal depth of 3 millimeters (mm), the patient¿s blood pressure (bp) had difficulty recovering. It was noted the patient had a lower ejection fraction of 20%. In order to improve bp, the patient was placed in a balloon pump. The physician thought the pump pushed the valve more ventricular as severe paravalvular leak (pvl) was reported. As a result, a second transcatheter valve was implanted valve-in-valve to improve pvl. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: investigation of the event was completed. A device history review (DHR) was performed. The DHR revealed the device was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. Hypotension is a known potential adverse effect per the instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. However, a root cause could not be established from the information available. In this case it was reported that the balloon pump used to improved the patients blood pressure, most likely dislodged the valve. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and in this case it was reported that the valve dislodged from the balloon pump most likely led to the pvl. The issue was successfully resolved through implant of a second valve. Updated data: h.6 method and conclusion code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.